Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review and device history review (DHR) are not required. Upon investigation of the actual device used in this incident, it was determined that the station's orders not crossing. A technical support specialist updated customer that order was not linked to the epic and verified that the station was up and current to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server had its orders not crossing over to station especially new orders. User also stated that this issue was affected the whole facility. There were no adverse events or injuries reported based on this incident.